Event description:
It was reported that during an implant procedure, the physician attempted to affix the right ventricular (rv) lead, and high threshold and high impedance measurements were observed. The physician wanted to change the placement of the lead, however, the lead tip stayed affixed within the heart tissue. The lead was eventually removed, and a new lead placed per the physician's request. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the inner insulation of the lead became extrinsically distorted due to kinking/buckling. Distal lv (low voltage) the electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated stretching. Visual summary analysis of the lead indicated damage at implant. The analyst noted that a stretched lead may not fully transfer torque to the helix when turning the is-1 connector pin.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.